Event description:
Approx. 1 1/2 hours into hemodialysis treatment, a leak was noticed at the connection between the main tubing and the venous dialyzer connector. A new blood line was set up and treatment continued with no further problem. MDR is filed for estimated blood loss of 30cc.